Event description:
Device malfunction: none. Symptoms/ae: neurological deficit. Time of symptoms/ae: 3 days post procedure. It was reported via a trial that three days after the successful implantation of the xact stent in the left internal carotid artery, the pt presented to the emergency room (ER) with mental status changes, chest pain, and bizarre behavior at home. The pt was re-admitted to the hosp on (B) (6) 2010 where a CT scan, stress test, and cardiac markers were negative. Carotid duplex showed a widely patent xact stent in the left internal carotid artery. Pt's symptoms resolved without treatment on (B) (6) 2010 and the pt was discharged home. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). Neurological deficit/dysfunction and pain are known potential adverse outcomes associated with carotid stents, as listed in the xact instructions for use (IFU). In this case, no anomalies to the catheter reported during delivery system inspection prior to use. Based on the available info, the event does not appear to be related to a product deficiency. The product was not returned and no device malfunction was reported. Although a conclusive cause was not identified, it is possible that case circumstances contributed to the events. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.